Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 260 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, broken reservoir tube lip, belt clip slot and minor scratched display window.